Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no dissection was confirmed by the implanting physician.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that per the physician, additional forward force may have been applied to the guidewire.

Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed. The patient¿s executive summary was available, permitting complete anatomical assessment. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 62.6mm with a perimeter derived diameter of 19.9mm, suggesting a 23mm evolut. The patient's iliofemoral arteries demonstrated tortuosity but maintained adequate caliber (=5mm), and calcification was observed in the aortic arch. Fluoroscopic imaging demonstrated possible mitral annular calcification (mac), findings which were not documented in the executive summary. Fluoroscopic assessment of the valve load confirmed satisfactory loading. Pre-balloon aortic valvuloplasty was then performed, during which the stedi guidewire exhibited a possible bend/kink. As stated in the instructions for use (IFU): position the valvuloplasty balloon across the valve, while maintaining strict fluoroscopic surveillance of the distal tip of the guidewire in the left ventricle. After balloon aortic valvuloplasty, it was reported that resistance was encountered while attempting to cross the aortic arch with the delivery catheter system which allegedly required small adjustments/turns to advance the system. As stated in the IFU: caution: there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop a dvancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Caution: pe rsistent force on the catheter can cause the catheter to kink, which could increase the risk of vascular complications (for example, vessel dissection or rupture). Note: when crossing the aortic arch, it is critical that the guidewire is controlled to prevent it from moving forward. Without proper management of the distal tip of the guidewire, the guidewire could move forward and cause trauma to the left ventricle. Evidence indicates that the delivery catheter system was advanced and the valve was subsequently deployed just prior to the point of no recapture. Depth assessment was performed using the cusp overlap view. In this view, the depth was estimated to be approximately 6mm at the non-coronary cusp. An angiogram in the lao view was not captured therefore depth at the left coronary cusp remains unknown. Notably, the guidewire continued to exhibit a possible bend/kink visible in the cusp overlap view. Additionally, significant aortic regurgitation was visible. It was reported that a left ventricular perforation most likely contributed to the patient¿s subsequent death. It is challenging to clearly visualize the left ventricular perforation using fluoroscopy. There is evidence indicating that a transesophageal echocardiogram (tee) was performed following the valve implantation, which likely confirmed the left ventricular perforation. However, as the echocardiographic images were not made available for review, it is not possible to independently validate this finding. As stated in the stedi IFU: monitor wire position throughout the procedure for proper placement of the curve and distal tip. Do not push, pull, or rotate the wire against resistance. If resistance is met, discontinue movement of the wire, determine the reason for resistance, and take appropriate action before continuing. Take extra caution when manipulating the guidewire in patients who may have smaller ventricles, as perforation is a known risk in tavr procedures for these patients. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a possible left ventricle (lv) perforation occurred, and the patient died. The cause of death was due to the possible lv perforation. Per the physician, the implant procedure and medtronic device contributed to the death. Additional information was received that the lv perforation was confirmed and presumed to occur after resistance was met with the de livery catheter system (dcs) when crossing the arch as small adjustments/turns were made to reposition the dcs and it is thought that the wire was pushed forward. The guidewire was introduced into the ventricle and placed in the left ventricle apex through a catheter that was already positioned in the ventricle. The guidewire position was monitored throughout the procedure. The wire was pulled back after an abnormal shape to the curve was noted. When pulled back the shape of the wire was reestablished and maintained. Under fluoroscopy it was noted that the curve of the wire was maintained after the wire was pulled back. It was reported that direct visualization of the tip of the wire was lost while crossing the arch, therefore guidewire manipulation without fluoroscopic visualization was possible when the dcs was crossing the arch and resistance was met. Attention was focused on crossing the arch and presumably the wire was pushed forward. It was presumed the dissection occurred prior to crossing the annulus with the dcs as a decrease in the aortic pressure was noted. Per the physician, the cause of the perforation was possibly the wire being pushed forward when resistance was met crossing the arch with the dcs, which the physician attributed likely to the guidewire and not the valve or dcs. Per the physician, the valve and dcs could be excluded as a contributing cause to the death, but the guidewire could not.

Manufacturer narrative:
Updated: b5, d4, h8, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-23 (sn (B)(6)); product type: 0195-heart valves; implant date on (B)(6) 2025; product ID d-evolutfx-2329 (0012914389); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a possible left ventricle (lv) perforation occurred, and the patient died. The cause of death was due to the possible lv perforation. Per the physician, the implant procedure and medtronic device contributed to the death.